Event description:
Additional information was reported. Health care professional reported patient 'cut the lead' and when they were put on the lead on the other side everything was fine. It was reported that the cause of the "settings not available" error message and the inability to increase stimulation was not determined, but was resolved. No further complications anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead. Device code (B)(4) applies to lead (lot#unknown) only.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). The following event is considered a sudden change in therapy/symptoms. Patient reports seeing a, "settings not available" error message on their controller. Patient said this happened when they were trying to change the bandage and they think they might have pulled too much on the wire. Patient then reported pain shortly after pulling the wire/changing the bandage. The patient can decrease, but gets the error message when they try to increase. Patient will follow up with their healthcare provider (hcp). Additional information was received from the patient. Patient thinks they either pulled the wire or pulled the wire out. Patient is on their way to the doctor's office to make sure everything was okay. No further patient complications have been reported as a result of this event.